Event description:
It was reported that the patient presented to the Emergency Room (ER) on (b)(6) 2026, due to hyperglycemia. The patient's blood glucose levels rose to 24 mmol/L (432 mg/dL) while wearing the Pod between 49 and 71 hours. The Pod reportedly fell off the infusion site (abdomen) causing the cannula to dislodge and insulin to leak on patient's skin. Due to high blood glucose le levels and ketones in urine the patient's sought medical attention at the Emergency department of (b)(6), where the patient was treated with Fluid infusion to eliminate ketones from the urine. The Emergency Room (ER) visit lasted 8 hours and the patient was discharged on (b)(6) 2026. The patient removed the affected Pod prior to seeking medical attention and successfully activated a new Pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN. Omnipod Software App Version: 3.1.6. Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L. CGM Sensor Type: L2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.